Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) found the wash buffer transfer pump tubing was leaking and replaced the tubing. The system was verified to meet the specified requirements per established procedures after the repair. Subsequently, the instrument was returned back into service. The wash buffer transfer pump tubing was the cause of this event. (B)(4).

Event description:
A customer reported that they observed a leak coming from the unicel dxl800 access immunoassay system. The instrument appeared to be dripping from above the waste compartment. No patient results were involved in this event. There was no modification to patient treatment associated with this event. Approximately one quart of liquid accumulated on the floor. Personnel interfacing with the instrument were wearing personal protection equipment in the form of gloves, and cleaned up the liquid. No personnel sought medical attention in conjunction with this event. There were no reports of death or injury associated with this event. There was an exposure control plan in place at the facility.